Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# hg0l53j11, product type: accessory. Product ID: 8709, lot# l56461, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (2000.0mcg/ml, 361.5mcg/day) in an implantable pump for cerebral palsy and intractable spasticity. The patient became unresponsive (hard to arouse) following a pump replacement surgery; new pump connector was also added. The dose was decreased from 361.5mcg/day to 100mcg/day. The manufacturer representative was contacted the morning of the report to help the floor nurse increase the dose from 100mcg/day to 250mcg/day. It was unknown if the issue was due to a baclofen overdose, the priming bolus, or the surgery. The patient awoke relatively quickly with a sternal rub. The issue was considered to be resolved on the date of the report. The patient's status at the time of the event was stated to be alive with no injury.